Event description:
Device malfunctioned.

Manufacturer narrative:
Ge rep evaluated system and was unable to duplicate system malfunction. Replaced batteries as precautionary measure. System operates as intended.